Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. X-rays and medical records were received and reviewed. X-rays found no evidence of anything indicative of a device nonconformance was found. From a medical perspective, based on the information available to be reviewed in the medical records, the complaint is not product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/12/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the records the patient had experienced a dislocation as well. The humeral head is being added to the complaint at this time. The complaint was updated on: 01/07/2015.

Event description:
Patient was revised to address glenoid loosening at the cement/implant interface. The cement manufacturer is unknown. It was reported that the loosening may have been due to the malpositioning of the stem, but is not confirmed at this time.